Event description:
It was reported by the rn "an introducer would not go into the vein. You can see on the end of the dark grey it buckled". No further information on at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting an introducer was confirmed but the exact cause remains unknown. One 5 fr x 7 cm microez microintroducer was returned for evaluation. Blood residue was present on the device. The dilator was present within the sheath. Deformation on the tip of the grey sheath was visible on the device. Microscopic inspection of the sheath tip revealed a section of the material to be bunched inwards creating a bump. The sheath tip taper appeared to be present. Based on the condition of the returned sample, possible contributing factors include advancement against resistance. The product instructions for use (IFU) states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision." Since the deformation present on the sheath indicates a difficult insertion was experienced, the complaint is confirmed; however, the exact factors remain unknown. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the rn "an introducer would not go into the vein. You can see on the end of the dark grey it buckled". No further information on at this time.